Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip delivery system (cds) leak requiring aspiration. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The cds was prepared and inserted into the steerable guide catheter (sgc), and the clip was slightly inserted into the sgc; however, air was noted in the sgc hemostasis valve. The cds was retracted while simultaneously aspirating. The sgc hemostatic valve was inspected visually and it was confirmed that the guide lumen was completely de-aired. The cds was re-advanced into the sgc, but air was again noted in the sgc hemostasis valve. The cds was removed. It was noted that prior to removing the cds, the clip had been slightly inserted into the sgc. When the clip was retracted, the clip caught on the blue tip of the clip introducer (ci). It was suspected that this caused damage to the ci. Aspiration was performed and it was confirmed that the sgc was de-aired. The cds was tested outside the anatomy, and a leak was noted at the entrance of the steerable sleeve into the ci. It was believed that this was the cause of the air. A new cds was used to complete the procedure. One clip was implanted, reducing the mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated. The reported issue of leak and material deformation was confirmed; however, the reported difficult to remove was not confirmed. Returned device analysis also observed a tear in the silicone valve inside the clip introducer housing. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was reviewed and investigated and a definitive cause for the reported clip getting caught on the tip of the clip introducer (difficult to remove) could not be confirmed. The reported material deformation at the clip introducer appears to be cascading effect of the difficulty to remove. Additionally, investigation determined the reported leak and observed torn material appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.